Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. Performance data was reviewed. The allegation was confirmed due to the finding of a transmitter failed error within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction to d10. D10: - concomitant medical product - correction . G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information. H6: type of investigation - additional. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required and additional information has been received.